Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED SCOPE ERROR E216 AND NOISE DURING A DIAGNOSTIC LOWER GASTROINTESTINAL EXAMINATION INVOLVING AN OLYMPUS COLONOVIDEOSCOPE. THE PROCEDURE WAS DELAYED AND COMPLETED WITH THE SAME DEVICE, AND THE EVENT OCCURRED DURING SEDATION WHILE THE DEVICE WAS INSIDE THE PATIENT. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, H2, H3, H6, H11.The device was returned to Olympus for inspection, and the reported failure was partially confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: air water tube inside the control section has foreign material.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction a scope communication error (E216) could not be determined, and noise was traced to component failure. Additionally, the most probable cause of the malfunction air water tube inside the control section has foreign material could not be established.The Legal Manufacture reviewed the customer provided the Cleaning Disinfection and Sterilization (CDS) processes where no obvious deviations from Instructions for Use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.